Manufacturer narrative:
The investigation was initiated but has not been completed. This initial report is being submitted to meet the 30 day reporting requirement. Upon completion of the evaluation, a follow-up report will be submitted.

Event description:
Customer reported; pump continues to run after the food is gone. Patient injury or medical intervention, no injury reported. Additional patient information: pump feed rate 70 ml/hr and dose 493 ml. Continuous bolus, feeding 180 ml at a time into the bag.